Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type programmer, patient product ID 97745bp lot# serial# unknown, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Agent wasn't able to obtain the controller serial number during the call as the battery pack back cover was stuck inside of the controller. The reason for call was that they couldn't get the controller to power on anymore. Pt said that they had to reset the controller so many times that when they took the battery pack out of the controller, the battery pack split apart and the back half of the battery pack got really stuck inside of the controller. Pt said that before that happened, they had the ins on and the stimulation would shoot way up to where they couldn't stand it and so they had to shut the ins off. Pt said that then the controller wouldn't turn on anymore. An email was sent to the repair department to replace the controller and battery pack. When asked for the event date, pt said that it had been a little while and that it was at least over a month or so ago. Pt said that they had made a call to ps before and they were told to reset the controller; pt said that the issue had occurred ever since that last call.

Manufacturer narrative:
H3: analysis of the controller, model [97745], s/n [(B)(6)], revealed : replaced cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.